Event description:
It was reported that, when the patient was implanted with a pulse assist system approximately seven weeks ago, they began feeling an intense intermittent shock-like pain below the left breast which persists for a long time. The pain could be reproduced in the clinic while pacing the ventricle with capture. The device was reprogrammed and capture management was turned off. The device is still in use. It was further reported that the patient still slightly feels the ventricular stimulation. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that, when the patient was implanted with a pulse assist system approximately (B)(6) ago, they began feeling an intense intermittent shock-like pain below the left breast which persists for a long time. The pain could be reproduced in the clinic while pacing the ventricle with capture. The device was reprogrammed and capture management was turned off. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing, two short v-v sensed events of less than 220 ms are observed in the record, one on the (B)(6) 2010 and one on (B)(6) 2010 (2 episodes ventricular fibrillation).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing, two short v-v sensed events of less than 220 ms are observed in the record, one on the (B)(6) 2010 and one on (B)(6) 2010 (2 episodes ventricular fibrillation).